Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd) as device longevity dropped from 2 years to 5 months in a span of 6months. This device remains in service. No adverse patient effects were reported.